Event description:
While a patient was receiving an infusion, an rn noted leaking out of the tubing at a connection port. The infusion was stopped. The rn changed the tubing and re-started the infusion without incident. No problems were noted at the insertion or connection site on the user end.